Manufacturer narrative:
The ge healthcare service representative performed a checkout of the equipment and confirmed the mylar flap of the inspiratory and expiratory flow sensors were stuck to the top of the flow sensor housing. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a flow sensor alarmed during a case. There was no report of patient injury.